Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom a 72-year-old patient with a 3300tfx valve of unknown size implanted in aortic position underwent reintervention for a valve-in-valve procedure after ten (10) years or more due to thrombosis, moderate pannus on the leaflets and calcification leading to severe regurgitation and moderate stenosis. A transcatheter valve was successfully implanted within the pre-existing surgical device. As reported the patient was noted as to be in stable condition.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: thrombosis is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). There is no evidence to suggest a manufacturing non-conformance or defect contributed to the reported event. Based on the information available, the most likely cause is patient factors.